Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they put new battery and its just keeps draining and draining. Customer stated that after changing battery frozen display did not recurred. Display was blank at the time of call. Customer stated that contact on battery cap not missing or damaged. Customer stated that pump clip was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.